Event description:
It was reported the system was being explanted for an MRI unrelated to the device. During the procedure, the lead was damaged upon removal. It was stated that ¿90% of the lead was left in the body.¿ information received about a week later clarified the previous information. It was stated that ¿only 10% of the lead broke off and was left inside the patient, superior to the sacrum bone.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v639997, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
Additional information received reported the explant occurred on (B)(6) 2013.

Event description:
When contacted for follow up information, the healthcare professional (hcp) confirmed that the implantable neurostimulator (ins) system was removed due to the need of the patient to have an MRI procedure. It was also noted that the patient retained a fragment of the lead reported as "possibly a couple of centimeters in length" in the sacral region. There were no patient symptoms reported associated with the event and hospitalization was not required. The patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.